Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 alarm test due to faulty force sensor resistor. The insulin pump passed basic occlusion and displacement tests. No motor error alarms noted and the motor tested ok. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and minor scratches on the display window noted during our visual inspection.

Event description:
Customer reported that she woke in the middle of the night with a motor error alarm. Customer stated that her blood glucose was 182 mg/dl at the time of the alarms. Customer stated that she does not use the sensor feature on the pump. Advise to revert to a back up plan and return the insulin pump with the battery and zero out the basal rates. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).